Event description:
An endurant stent graft was implanted in a pt for the endovascular treatment of a 7.8 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as the aortic neck is 20 mm in diameter at the renal arteries and 30 mm in diameter 10 mm below the renal arteries, the aortic neck is severely angulated, approximately 80 degrees. There is mild tortuosity and mild calcification in the iliac arteries. It was reported that the final angiogram revealed a proximal type I endoleak from the bifurcated stent graft. The physician implanted a 28 mm endurant aortic cuff and the type I endoleak was resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (severely angulated 80 degree proximal neck), (80 degree proximal neck). Evaluation, conclusion: (severely angulated 80 degree proximal neck), (80 degree proximal neck).